Event description:
It was reported that the patient underwent a posterior cervical spinal surgery at c4-6 to treat a trauma injury. After the procedure was complete it was found on x-ray that there may be a screw malpositioned. CT angiography and revision surgery were performed to replace a screw at c4 left and remove another screw at c4 right, with continued general anesthesia from the initial surgery. It was also reported that the patient developed c5 palsy post-op. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 6958710, 510k # k081297 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.